Manufacturer narrative:
Manufacturer's investigation: a review of the manufacturing database for the reported lot number 2559304 (mfg date: 09/01/2012) shows (B)(4) units were manufactured, tested, inspected and released. There were no exception documents generated during the lot build. Conclusion: the involved 46096-26 cardiac cath kit was not returned for analysis and confirmation. The exact cause of the problem is unk. This complaint and associated info have been entered in the manufacturer's database for analysis and trending. Manufacturing lot records were reviewed; complaint trending analysis performed.

Event description:
FDA (B)(4) received concerning leakage issues with use of one 46096-26 cath lab kit. The (B)(4) report states the 46096-26 cath lab kit's "...manifold leaked around control syringe. New manifold dropped into sterile field. Equipment removed from the sterile field. New sterile manifold opened and used without patient harm." Although requested, the involved 46096-26 cardiac cath kit and/or same lot samples were not returned to the manufacturer for analysis and confirmation.